Manufacturer narrative:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device was displaying an inop for speaker error message. The bench repair technician (brt) replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the x2 has a defective speaker. Patient involvement is unknown. There was no report of patient or user harm.